Manufacturer narrative:
E.3. Initial phone (B)(6). H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe was found with foreign matter in the needle. The following information was provided by the initial reporter: on (B)(6) 2023, the responsible nurse collected arterial blood test for the patient according to the doctor's advice. After opening the packaging, it was found that there was foreign matter in the needle of the arterial blood collection device, which could not be used,other arterial blood collection devices were immediately replaced without causing any harm to the patient.